Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the system shut down on its own during a vitrectomy procedure. The system was switched on again and a short message appeared but was unreadable. The case was completed with no impact to the patient. The system was turned off and on again after the case and it worked fine.

Manufacturer narrative:
The company service representative stated that the initial service request was canceled. The customer later called the company representative to assist with troubleshooting. The customer noted a system message displayed. The company representative suggested the event may be due to a potentially nonconforming footswitch cable. The customer did not approve the quote for an onsite service visit. With no additional, related information provided, the customer reported event could not be confirmed. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).